Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/18/2014 with the following findings: the complaint was unable to be duplicated or confirmed. Review of the pump¿s black box revealed no related alarms or issues. The total daily dose correlated appropriately to the basal and bolus deliveries. The pump successfully completed a prime sequence bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, investigation revealed the display screen was discolored. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the up and contrast keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported the basal history in the total daily dose did not correlate appropriately with the programmed basal rates. During troubleshooting, it was determine the discrepancy was caused by a loss of prime alarm and subsequent cartridge change. The reporter noted the patient¿s blood glucose (bg) was above 250 and below 500 mg/dl with no signs or symptoms of hyperglycemia. The reported bg excursion does not qualify as a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.